Event description:
Related manufacturer reference number: 2017865-2022-01367. It was reported that the patient presented for a follow-up in clinic. It was noted that both the right ventricular (rv) and right atrial (ra) leads were dislodged due to twiddler's syndrome. The rv and ra leads were explanted and replaced. Further information was not available as the procedure was handled by a competitive representative.